Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will not be requested as patient permission and contact information was not provided. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. (B)(6).

Event description:
News article discusses patient who received ¿biocell breast implants¿ in 2012 following a double mastectomy. Patient began to experience ¿severe pain...poor sleep...exhaustion.¿ article additionally reports ¿[patient] had [their] textured implants removed last month by a specialist in (B)(6). Since then [their] symptoms have vanished or eased.¿